Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a stenotrophomonas and enterobacter driveline infection with progression despite oral and intravenous antibiotics. Blood cultures on (B)(6) 2020 admission grew corynebacterium. Patient developed acute kidney injury unresponsive to diuretics and placed on hemodialysis. Renal function did not improved and patient chose to proceed with withdrawal of care. The patient expired on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, a specific root cause for the reported infection could not be conclusively determined. No autopsy was performed and the device was not explanted for evaluation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 14nov2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists infection, sepsis, renal dysfunction, and death, as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU as well as in the "caring for the driveline exit site" section under "living with your heartmate ii" in the hmii lvas patient handbook (rev. C). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient had a long standing driveline infection and passed away due to sepsis on (B)(6) 2020. No additional information provided.